Event description:
It was reported that the patient experienced increased tone and a catheter fracture was found. The patient had undergone spinal fusion. The catheter was replaced. A retained fragment of the replaced catheter remains implanted and ends at t9. A follow-up report will be sent if additional information becomes available.